Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed an external fluid leak from the drain bag sealing near the stopcock. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that less than half an hour into treatment with one unit of prismaflex m150, an external fluid leak was observed in the waste bag. The patient lost approximately 50-100ml of blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.